Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-01291. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the system cannot save any images. The customer emptied the memory, but the images are still not saved. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the ippc and hard drives. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.